Manufacturer narrative:
H10: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the elevation driver was received for evaluation. The elevation driver was visually inspected upon receipt and was found to be in good overall condition. Also, the back label lettering is almost rubbed off. The device was functionally tested and failed the test due to driver was unable to be tested as probe was not received and our test probe does connect normally identified during evaluation. Furthermore, the driver will not charge on any charger was found. No other anomalies were identified. Therefore, the investigation is determined to be inconclusive for the reported probe was not flush onto the driver issue, the investigation is determined to be confirmed for the identified driver will not charge issue and the investigation is determined to be confirmed for the identified back label lettering is almost rubbed off issue. The root cause cannot be determined as the device could not be tested for reported probe was not flush onto the driver. The root cause for the identified driver will not charge issue could not be determined based on the provided information. The root cause for the identified back label lettering is almost rubbed off issue could not be determined based on the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 04/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a breast biopsy procedure, the probe was not allegedly able to flush onto the driver. There was no reported patient injury.